Event description:
Patient reported that for 6 days he has noticed the self-adhesive is often wet and he thinks the problem is related to the infusion set needle. Patient stated he has checked that the needle was inserted properly under the skin. Patient reported experiencing an elevated blood glucose level of over 200 mg/dl which he corrected via pen. Patient's normal blood glucose range was not provided. Patient stated he thinks the self-adhesive of this box of infusion sets are slimmer and less sticky than usual. Patient reported this issue occurred only with this lot and has persisted only in the last days. Patient has used all infusion sets in this package and no longer has any. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. No product requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.